Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not work. The clips would not close after being fired. A second device was used and it would not work either. The clips would not close. A third device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.